Manufacturer narrative:
(B)(4): the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when opening a 3.75x8 mm nc trek balloon dilatation catheter (bdc), resistance was noted during removal of the protective sheath. The procedure was to treat a lesion in the proximal to mid left anterior descending artery with no calcification, one 80 degree bending and 90% stenosis. The bdc was introduced and crossed the lesion without issue. The balloon was properly inflated but a small pressure leak was observed as contrast was noted at the distal end of the catheter. The bdc was removed from the patient anatomy and the procedure was completed without issue. There was no adverse patient effect (no evidence or no reflow and no distal dissection) and a five minute delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.